Manufacturer narrative:
Citation: zablah et al. Piggyback mounting for stent and valve deployment during percutaneous pulmonary valve implantation. Catheter cardiovasc interv. 2022 oct;100(4):606-611. Doi: 10.1002/ccd.30391. Epub 2022 sep 1. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information via literature regarding stent and valve deployment during percutaneous pulmonary valve implantation.  All data were collected from two centers in the united states and norway between january 2018 to june 2021.  The study population included 50 patients who were predominantly male with a mean age of 17 years.  Multiple manufacturer¿s devices were implanted in the study population; 40 patients were implanted with a medtronic melody pulmonary bioprosthetic valve.  No unique device identifier numbers were provided. Among all patients, adverse events included: procedural conduit tear (n=1) treated with a stent implant, and unspecified procedural complications (n=7) unrelated to the stent technique utilized in the study.  Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.